Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00408. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips international service personnel and is being investigated by the philips complaint handling team. Unit was obtained from philips international stock and not part of hospital inventory at his time. During the evaluation of device, there was an alarm indicating proximal pressure sensor auto-zero failure. It was confirmed that the reported phenomenon was not duplicated by test run performed. However, since the diagnostic code 110b observed in the log the solenoid valve 3 and 4 were replaced as a proactive action. The device was confirmed to be operating per specifications and no further failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed solenoid valves 3 and 4 was returned to the product investigation lab (pi). The pil technician installed the solenoid valves 3 and 4 into a pi ventilator to duplicate the reported issue. Visual inspection of the solenoid valves 3 and 4 revealed no evidence of damage or contamination. Pil tech performed the testing as per document er2249129, part 007, version 00. Tech verified and confirmed that no alarms or fault related diagnostic codes were generated during the stb operation with suspect solenoids installed into gds. Pil could conclude that no problem/fault found related to returned suspect solenoids.